Manufacturer narrative:
Lot # ha180846, ha180954, and ha180634. Three (3) single-use devices were received for evaluation. Visual inspection revealed reddish colored particulate matter in the needle syringe of all three samples. Microscopic inspection on the particulate matter revealed that the particulate matter was a similar color, texture, and shape as a missing segment from the calcium chloride vial stopper puncture site. The reported condition was verified as coring of the vial stopper for all three samples. The cause of the coring was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lots ha180846, ha180954, and ha180634. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that particulate matter (pm) was observed within three (3) floseal hemostatic matrix kits. For two of the events, the pm was observed within the syringe. For one event, the pm was observed in the thrombin vial. For all the events, the issue was discovered during setup and prior to patient use. There was no patient involvement. No additional information is available.